Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was not shown on the station. A technical support specialist (tss) dialed into the server and checked the patient visit identifier, confirming that the patient status was preadmitted. The device settings were reviewed and showed the area as operating room (or). Upon checking the unit settings, it was found that the unit was not configured for the same area as the station. The customer was contacted and the customer was informed of the findings, acknowledged the issue, and stated that he would reach out to customer. An email was sent to customer explaining the issue in detail. The issue was subsequently resolved, the customer granted permission to close the case, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es patient was not showing on the pyxis stations for the nurses. The customer informed they can saw patient on the pyxis server and the medications assigned to that patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.